Event description:
The manufacturer received information that a ventilator was not producing the correct amount of pressure. The pressure was reported to be low. The device was not in patient use during the time of the occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator r was not producing the correct amount of pressure. The pressure was reported to be low. The device was not in patient use during the time of the occurrence. The ventilator was evaluated by the third party service center and the device passed the evaluation as specified in the service manual. The connectors are in good condition, the cabinet and other parts are in good conditions, it is not necessary to replace batteries. The device was scrapped.